Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the dual motor drive board (dmd2) due to error 31046. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the dmd2 for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 31406 points to surgeon console controller (scc) ergo drive board error on dmd2.

Event description:
It was reported that error 31046 was continuously occurring when starting the da vinci system. The reported event remained after a hard power cycle. No known impact or patient consequence was reported.